Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
Adverse event has been updated to malfunction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the sensor cannula fractured while in the body. The customer's blood glucose level was unknown. Troubleshooting was performed for needle break. The sensor will not be returned for analysis.